Event description:
I was prescribed the freestyle libre 2 blood glucose monitoring device on (B)(6) 2020. Starting in (B)(6) 2021 to current date I have had 4 of the 9 sensors fail to perform as advertised. The sensor is to last 14 days of the 4 that failed 3 failed 9-12 days in use and 1 sensor never activated when applied. The last sensor failed on day 12 while I was sleeping and I had a severe low blood sugar incident. If it had not been for the fact my wife was alerted to my condition and was able to assist me with getting my blood sugar raised to normal, there is a possibility I could have died or been hospitalized. I have contacted abbott on all the failures and they have been good at replacing the sensors at no cost to me. However in researching the product, the one common theme I see from users of this product is the failure of the product to last the full 14 days as advertised. This product is covered by my insurance and was prescribed by my medical doctor. Each time they ask for me to return the defective product. FDA safety report ID# (B)(4).